Event description:
It was reported that the speed was unstable. A 1.25mm rotapro was selected for use. During the procedure, it was noted the rotapro speed did not decrease during use in the lesion. The maximum speed reached was 180,000rpm which exceeded the set operational speed of 160,000rpm. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.

Event description:
It was reported that the speed was unstable. A 1.25mm rotapro was selected for use. During the procedure, it was noted the rotapro speed did not decrease during use in the lesion. The maximum speed reached was 180,000rpm which exceeded the set operational speed of 160,000rpm. The procedure was completed with another of the same device. There were no patient complications reported.